Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead that is affecting detection/termination of atrial tachycardia (at) / atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.